Event description:
Event description boston scientific received information that approximately one year following implant, this patient's atrial and ventricular leads dislodged, were unable to be repositioned, and were surgically abandoned. New leads were successfully implanted during the revision procedure. No adverse patient effects were reported before or after the procedure.